Event description:
It was reported that they were trying to warm a baby, got an alarm and stopped therapy twice in an arctic sun device. They should have two hours left for rewarm, but they are not able to meet that goal. The patient was 34.4c, therapy stopped and nurse resumed the therapy. Event log shows alarm 113 (reduced water temperature control). Nurse stated the water was getting colder and device set to rewarm from 35.3 c to 36.5 c at 0.5c per hr. Flow rate was 0.3 lpm, inlet pressure was negative 6.9psi, circulation pump command was 21 percentage. Pump hours were 55.5 and system hours were 3107.6. The nurse found a section of the tubing that was sucked in or compressed. They tried to squeeze it with their fingers to get it to stay open, but it did not stay open. They noticed a change after doing patient care, and when the water got warmer during rewarm. Replaced the pad and flow with new pad was 1.5 lpm and water was 34.5 c and increasing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.